Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but not displaying on the ilet, and pairing to the ilet failed until the user toggled the settings and restarted the sensor, after which readings appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no adverse impact, no alerts or alarms, and no hospitalization. User support included remote troubleshooting and user education to verify the correct cgm selection and to restart the sensor session. Investigation of this case revealed a pairing and configuration issue between the cgm and the ilet user interface that was resolved through corrective setup steps, consistent with a communication or configuration mismatch rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface configuration error addressed by standard troubleshooting.